Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, animas received notification on an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 600mg/dl. There was no additional information available for this complaint. Multiple attempts were made by animas customer technical support to obtain additional information with no resolve. This complaint is being reported because the patient experienced hyperglycemia due to an inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings:.no defect was found. The black box shows deliveries interrupted on (B)(6) 2016 from 15:38 to 16:48 due to routine cartridge change. The pump was manually suspend on (B)(6) 2016 15:45 and manually resumed at 20:18..#2. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately..no delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.